Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the left ventricular lead exhibited chronic high capture threshold. The patient was asymptomatic. The lead could not be repositioned and was explanted. An epicardial lead was implanted later. The patient was in stable condition during and post procedure.